Manufacturer narrative:
The device was in use for treatment. The atrial lead remains implanted; and therefore, will not be returned for evaluation. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for sensing threshold and impedance. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low pacing impedance (measurements less than 200 ohms), noise, and oversensing that resulted in inappropriate atrial tachycardia response (atr) mode switches. The patient is scheduled for future follow up at the clinic. No adverse patient effects were reported. The ra lead remains actively implanted for approximately 15 years, 7 months.

Manufacturer narrative:
New information received december 22, 2015. Lead capped on (B)(6) 2015 and replaced with (B)(4). Concomitant medical device: (B)(4), (B)(6) 2015.